Manufacturer narrative:
(B)(4).

Event description:
Accoring to the reporter, during a rectal resection, the black handle broke making a strange sound and it did not staple or advance the blade. This occured with four units. In order to solve the problem they had to open the patient. Patient is currently doing well.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. An access hole was cut into the instrument body for visualization of the firing rack and the firing rack was found to be in good working condition. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.